Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with injection fortum (1 gram, frequency, duration and route not reported), injection refline (1 gram, once daily, route and duration not reported) and heparin (1000 units in each bag intraperitoneally, duration not reported) for the peritonitis. It was unknown if the patient had recovered from the event. Action taken with dianeal therapy was not reported. No additional information is available.